Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Via social media report, patient reported that her friend ¿fat separated and now has like a tube of fat around her middle¿. Event status is unknown.

Event description:
Via social media report, patient reported that her friend ¿fat separated and now has like a tube of fat around her middle¿. Event status is unknown.

Manufacturer narrative:
Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable.